Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's previous ins "floated around" and the patient had burning sensation with stimulation, so the ins was removed. The patient stated the ins migration was "driving her nuts." The patient had a recharging issue and thinks it's possible that this was related. The patient was told the ins needed to face a certain way to recharge and thought the ins may have flipped. The patient stated she stopped using the ins completely, because it was implanted in the right side of her buttocks, with leads and extenders going to her scalp. The patient thinks she became sensitized to the stimulation and it started to feel like burning, so she stopped using it. The patient stated she kept it charged but her healthcare provider (hcp) told her that if it was not being used and burning her when it was used she should have it removed. The patient stated that after removal she still felt the leads, her hcp told her that the wires were no longer implanted, but the covers of the wires were, so he went back and removed them. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and peripheral neuropathy.